Event description:
Packs have a musty odor and sometimes a strong methane odor. Two employees were sent home sick with headaches and nausea. Removal from the o.r seemed to help lessen the symptoms. The employee went home for the afternoon following their visit to the employee health nurse. Both returned to work the next day. No medical intervention was suggested for or requested by the staff members.